Manufacturer narrative:
Product complaint number: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: what is the procedure & event date? =>no further information is available. What was used to complete the procedure? =>no further information is available. What is the lot number? =>no further information is available. No further information will be provided. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Ingredient(s)- triclosan, dosage form - suture/solid/parenteral, strength - = 2360 ¿g /m.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and barbed suture was used. During the procedure, the suture broke. There were no patient consequences reported. Additional information was requested.